Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, several noise reversion episodes dated from (B)(6) 2017 were noted and the device had a polarity switch in 2017 due the right ventricular lead exhibiting high impedance. Sensing and impedance were stable in unipolar setting. The device was programmed to bipolar setting for testing. Reproducible noise was noted with arm movement on the lead; resulting in a noise reversion episode. The r-wave amplitude measured 1mv and no capture was noted at max output. The physician suspected a subclavian crush. No further intervention was performed. The patient was stable throughout and would be continued to be monitored.

Event description:
New information noted more episodes of noise, high impedance and loss of capture. The patient would continue to be monitored.